Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and pacing inhibition for up to five seconds during non-sustained ventricular episodes. The noise was observed on the pace and sense rv channel, but not on the shock channel. The patient attended the hospital and provocative maneuvers were performed, and only intermittent noise was observed on the shock channel, but further provocation revealed noisy signals on the rv pace-sense channel that were not oversensed. Low wave amplitude measurements were identified, so the device sensitivity was reprogrammed. X-ray imaging could not be performed during the patient's visit to the hospital. Technical services (ts) provided reprogramming recommendations. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. Engineering confirmed that a stored event contains some non-cardiac signals over 1mv. It was discussed that in this situation further investigation, not excluding invasive approach, may be needed. The device remains in service.